Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after vessel locator button was depressed and the device was retracted to place the locator wings against the anterior surface of the arterial wall to locate the access site the device pulled out of the vessel. Once the starclose se device was outside the pt anatomy, it was found that the locator wings were bent. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.